Event description:
The customer reported a unit of red-tinged plasma derived from whole blood they suspect is hemolyzed. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was not returned for evaluation. The manufacturing and testing records were reviewed with no issues noted. No similar reports have been received regarding this lot number. Three retention samples from this production number were visually examined, with no anomalies noted. Two bags were tested for solution volume and composition of the solution. There were no anomalies in the appearance and measured value conformed to in-house standards. Root cause: a definitive root cause for this failure could not be determined at this time. The following possible root causes are: characteristics of blood e.g. Red blood cell fragility. Bacterial contamination. Excessively cooling. Filter clogging.